Event description:
The customer reports the lancet will not retract into the lancet device and she accidently stuck herself with the exposed lancet. No report of an adverse event. Return requested and replacement was sent.